Event description:
Intrathecal pump failure. The pump was refilled with normal saline after attempting to maintain negative pressure on the catheter. The physician aspirated and refilled the pump several times but unfortunately the pump was never able to completely be refilled with 20 cc of fluid. No patient harm, but the patient had to return at a later date for the surgery to have a new pump placed. Patient's condition was satisfactory.

Event description:
Intrathecal pump failure. The pump was refilled with normal saline after attempting to maintain negative pressure on the catheter. The physician aspirated and refilled the pump several times but unfortunately the pump was never able to completely be refilled with 20 cc of fluid.